Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device's screen is blank. The device was not in use on a patient.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified and duplicated during lab tests. The fault was located to a blown fuse f7 ¿ open.